Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion and insertion date is unknown. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached.&#1288;e customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined.